Manufacturer narrative:
Investigation summary: flow: device interaction/functional. Visual inspection: the helical blade/screw extractor (part # 03.037.030, lot # l976037, mfg # 15-nov-2018) was received at us cq with the distal tip broken off and lodged inside the helical blade. The rest of the device shows no visual defects. Functional test: a functional test was performed, and the helical blade/screw extractor distal tip could not be disassembled from the helical blade. This is consistent with the reported complaint condition; the complaint was able to be replicated; therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft closest to the fracture measured 4.95 mm (caliper ca215p). This is within specification of 4.95 mm to 5.0 mm. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.030, lot: l976037, manufacturing site: (B)(4), release to warehouse date: november 15, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a helical blade/screw extractor and a helical blade were stuck together. There was no known patient or hospital involvement. This is 1 of 2 for report (B)(4).